Event description:
It was reported that when using the BD Pyxis¿ Anesthesia Station ES, the time displayed at the Pyxis station was different from the correct time. This time difference caused a disruption in workflow when attempting to vend medications. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for (b)(6) was performed from the date of manufacture, 24-MAR-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, it was determined that the time displayed at the pyxis station was different from the correct time. This time difference caused a disruption in workflow when attempting to vend medications. A technical support specialist (TSS) corrected the station time by following the standard procedure. After the time was updated, the station was verified to be functioning properly and the issue was resolved. The system functioned as intended after technical support specialist troubleshot the device.